Manufacturer narrative:
Qn# (B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of a cracked needle hub was able to be confirmed by the photo. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not allow kit components to come into contact with alcohol." The customer report of a cracked needle hub was confirmed by visual inspection of the customer supplied photo. Investigation of this issue is documented under a CAPA. The CAPA investigation indicates the root cause is design related. Teleflex has identified that the needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. Corrective actions have not yet been fully implemented. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the needle hub was found cracked during use on the patient. The patient's condition is reported as fine.

Event description:
It was reported the needle hub was found cracked during use on the patient. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).